Event description:
It was reported that customer is requesting the unit to be evaluated.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. However, visual inspection with an eye loupe was used and it was determined the scope has a separated needle, broken rod lenses and dents on distal tip and needle. When looking through the eyepiece with an eye loupe, lines from broken rod lenses were visible. The scope shows signs of use/handling damage. The root cause could not be determined since the reported failure mode could not be replicated in our test environment. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that customer is requesting the unit to be evaluated.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.